Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025, the patient reported g7 sensor issues via a marketing survey, including inaccurate readings and device pairing problems. Due to the sensor malfunction, the patient ultimately sought care in the emergency room (ER). Attempts to follow up with the patient regarding the incident were reportedly unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.